Event description:
A hospital in another country, reported to our distributor that within 24 hours of using an rt204 adult breathing circuit on a pt the heater wire alarm on the humidifier sounded. The user believes that the heater wire alarm sounded because the inspiratory tube heaterwire was an open circuit. No pt consequences was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country, the product is not sold in the USA but it is similar to a product which is sold in the USA. The device was not returned to the manufacturer. An investigation was carried out based on the event description and on previous experience with similar complaints. Results: it is likely that the heater wire alarm was caused by poor heater wire electrical continuity in the breathing circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: every breathing circuit heater wire is electrically tested during production. Those that fail are rejected. This suggests the resistance of the heater wire changed after the device was released to market. The humidifier detected this and issued the heater wire alarm. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0016%.